Manufacturer narrative:
Device evaluation summary: it was reported that a 75 year old caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. The deflation was confirmed during physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 225cc saline implants, catalog # 3501630, s/ns (B)(4)(l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. White and yellow material were observed within the device. White material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed two rents on the posterior view measuring approximately 0.2 and 0.1 cm, both discovered within lines of shell abrasion suggesting in-vivo folding or creasing of the device. In addition, an area of missing material was observed on the anterior view measuring approximately 0.7 by 0.4 cm. Microscopic examination of the missing material edges gave no indications as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents, shell abrasion and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since an area of missing material and two rents were found on the device. Nonetheless, a microscopic examination of the missing material edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white and yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the right breast implant. The deflation was confirmed during physical examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 225cc saline implants, catalog # 3501630, s/ns (B)(4) and (B)(4) on (B)(6) 2018.